Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th july 2024, it was reported by a distributor via email that for an ar-12990, knee scorpion¿, the tip was broken. This was detected during use in an arthroscopic meniscal repair procedure on (B)(6) 2024. The procedure was completed successfully as a suture lasso was used to do the suture passing process.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-12990, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed that the top jaw was broken off. Signs of wear and tear. Functional testing was not performed as the device is damaged. The most likely cause of the reported and observed failure is user error, specifically applying excessive force while grasping and manipulating tissue, or when applying excessive leverage.